Event description:
Pt undergoing hemodialysis, model 4000 dialyzer being used. 35 min into treatment dialyzer had blood leak and was changed to a model 170 and treatment completed. Hrs later pt started complaining of inability to see, eyes burning, loss of hearing, headache, lethargy, weakness, etc. Problems continue.